Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the home communicator had an unexpected error and the wireless telemetry settings might have been set to off. The telemetry was changed to on at the clinic subsequently the patient was telephoned for pairing and initial transmission. The patient management database confirmed that the home communicator sent a successful transmission since the date of the call. The home communicator remains in use. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) operation history was inappropriate for atrial fibrillation (af). The crt-d is used with the mode set to pacing and sensing in the ventricle that allows the device to sense the electrical activity and withhold pacing when not required, without an atrial lead, and the physician commented that it was "unavoidable". The crt-d remains in use. No further patient complications have been reported as a result of this event.